Event description:
It was reported that they were unable to aspirate as of the date of this report; cause was not known. A dye study was performed however specific details were not provided. They planned to refer patient for revision an intervention was not yet scheduled. Patient had experienced increased spasticity, sweating, and underdose symptoms of chills and increased pain. Drug delivered via the device was compounded baclofen. It was later reported that patient had a scheduled an appointment with a neurosurgeon in mid august to discuss revision. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the catheter found the catheter/catheter body was torn or broken at or after explant and did not affect infusion. An area of segment 3 had an unusual look and almost appeared twisted. However, analysis determined that the area appeared to have been melted and then took an unusual set. The other anomaly had to do with the distal end of segment 3 and the proximal end of segment 4. Each of these two ends had the appearance of having been torn. There was also melting seen very near or at each of these ends. There was no indication the catheter had been compressed in the area where these two ends had met. It was believed that during the explant procedure the catheter had significant melting occur in this area that went through the outer and middle layer leaving the inner silicone layer exposed. The now weakened catheter then tore during the rest of the explant procedure. No other anomalies were seen with the returned catheter segments that would relate to the event information of being unable to aspirate through the catheter.

Event description:
Additional information received reported that a catheter revision occurred ¿in (B)(6),¿ and ¿healed appropriately.¿

Event description:
Additional information: per reporter during the revision once they disconnected the catheter from the pump the csf (cerebrospinal fluid) flowed freely again. Clarification to event reported on (B)(6) 2013: per reporter the revision was unsatisfactory, as they had csf when they went it (during revision). The catheter was indeed replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information: it was stated the they were unable to aspirate through the catheter access port (cap) post implant although able to aspirate through the cap once the connection of the catheter and pump were complete during the implant. It was stated that the revsion was scheduled for (B)(6) 2013

Manufacturer narrative:
Explant date incorrectly reported; pump currently remains implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information received reported that replacement was done (B)(6). It was noted that "revision was not satisfactory. Had csf (cerebrospinal fluid) flow when in. "It was not clear what was meant by that. It was further noted that "no follow up yet to assertion the success yet." It was unclear if a revision or a replacement or both was done.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information: it was stated the patient had always had baclofen in his pump since the day it was implanted for spasticity as the patient is partially paralyzed. It has always been compounded baclofen. It was originally not thought to be a catheter issue. They started his pump at 75 mcg/day. When the patient had his second refill, he went from 150 and eventually up to 225. When the reported event started he was at 200 mcg/day. He was turned down to 65 mcg/day while he awaited surgery. He was also taking 30 mcg of oral baclofen at that time. He was not taking any other oral medication and he has no history other than the accident that made him partially paralyzed. Otherwise, no significant medical history. No allergies to medication or metals. A dye study was performed prior to deciding to revise and no csf (cerebrospinal fluid) flow was noted. Aspiration could not be performed. During the procedure surgeon tried to cut at the midline and still no flow. He placed a new catheter little higher than before (he did not have exact location of vertebral placement). It is working very well. Patient had been seen post operatively and was doing very well. He had been getting regular dosage increases to get him to optimal relief and was doing well.